Manufacturer narrative:
(B)(4). Concomitant medical products: associated item number: 010000858, item name: g7 neutral liner, lot # 3540431; associated item number: 51-106130, item name: taperloc stem, lot # 3412316, associated item number: 650-1064, item name: biolox option taper neck, lot # 017260; associated item number: 650-1057, item name: biolox delta head, lot # 132590; associated item number: 010000664, item name: g7 pps ltd acet shell 54f, lot # 3560198. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had an infection less than one year post op. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device, patient x-rays, or operative notes were provided for review. The complaint could not be confirmed due to the limited information provided by the customer. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.